Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited some undersensing. Reprogramming options were discussed and recommended. The sensing was changed and now the crt-p is sensing appropriately.